Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error, button error and change sensor alert. Customer does not recall any significant events leading to the error. Customer's blood glucose was 164 mg/dl at the time of incident. Troubleshooting was done for calibration error and button error and informed customer about proper insertion techniques for sensor. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.